Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while pacing a female patient (age unknown), the attached pads left skin abrasions and reddening/burns on the patient. Complainant indicated that there was adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b2, b5 and h6 (health effect impact code). The device and not returned to zoll medical corporation for evaluation. Device logs were not provided for review. Review of a patient skin photo showed ecchymosis and lacerations beneath the sternum electrode; however, due to the compromised condition of the skin, a burn could not be confirmed or graded. Hospital staff reported the patient had an elevated inr, which likely contributed to the chest wounds, and it was unknown wheter proper skin preparation was performed prior to pad application. No follow-up treatment occurred because the patient expired. The patient reportedly underwent transcutaneous pacing for four hours at maximun settings, exceeding IFU guidance, which warns that pacing beyond one hour at 140 ma/180 ppm increases the risk of skin burns. An onsite visit was conducted to review IFU requirements and reinforce proper pacing instructions. No trend is associated with reports of this type.

Event description:
Complainant indicated that there was adverse effect to the patient due to the reported malfunction. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.